Event description:
It was reported that the handpiece would not slow down after the doctor's foot released from the pedal--the drill continued to run on its own during a 3rd molar procedure. There was no pt or user injury, and the procedure was completed successfully with another device.

Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported condition of the device running on its own and intermittently was confirmed. Based on the investigation details, the likely cause for these issues was problems with the motor and bearings, which were each replaced along with the drivetrain and other components as part of preventive maintenance. Service did a clean, lube, and adjust to the device, and the handpiece was repaired and returned to the customer.